Event description:
Intermittent occlusion alarms were reported, and the customer's blood glucose level was impacted, reading "high" a specific value was not provided. To address the elevated blood glucose, the customer administered a correction bolus via the pump. Despite experiencing multiple occlusion events, the customer resolved the issue by changing the infusion set and cartridge.